Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A photo was provided which shows the bottom of the red activation knob, a round piece appears to be missing leaving a large amount of the co2 cartridge exposed at the bottom. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. All components were included in the return except for a portion of the red activation knob. Loose powder was noted within the returned tray with powder on the outside of the device and catheters as well. Powder was present in the device nozzle. The red activation knob was engaged in the handle. A round portion of the activation knob had broken from the bottom of the activation knob. The broken piece of the activation knob was not included with the returned device. The co2 cartridge was inside of the handle, but a large portion of the bottom was visible through the broken section. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. However, it was observed that the lance was able to be moved side to side when touched which can be attributed to a large amount of force being applied to the lance during co2 discharge which can damage the back of the lance allowing this movement. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc quality inspection record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated record. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state, "do not over rotate the knob as this could damage the device." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
It was reported that during a training session in a conference room (not at a hospital or medical facility), a cook sales representative was demonstrating a hemospray endoscopic hemostat. While tightening the thread at the bottom of handle where the co2 [carbon dioxide] is, it started making a hissing sound. The cook representative then and noticed there was a hole/crack in the handle at the bottom by the co2. There was no harm to anyone. This occurred in a demo setting with no patient contact or involvement. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.